Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
End user states that her chair threw her out of the chair. End user states her daughter has a ramp at her house with no rails. And that when she was coming down the ramp and the chair stopped and it threw her out into a flower bed. End user states that she has learned that if she is going to fall to go ahead, so she jumped out the chair so the chair didn't fall on her. End user states that sunday night she went to the hospital and she sprained the muscles in her artificial knee, and her ankle was sprained. End user states the problem with her chair is it will not back up.